Event description:
It was reported that during advancement of the 2.5x18 rx xience prime stent delivery system in the left anterior descending artery with moderate calcification, resistance was felt, slight force was applied, but the stent delivery system could not cross the lesion. The stent delivery system was removed from the anatomy without resistance and it was noted that the distal stent struts were flared. Another unspecified stent delivery system was used successfully to treat the target lesion. There was no adverse patient effect and no clinically significant delay in the procedure. Return device analysis revealed that the stent is loose on the balloon. Additional reported information indicates that slight force was applied during advancement of the stent delivery system and no resistance was felt during removal of the stent delivery system from the anatomy.

Manufacturer narrative:
(B)(4). Evaluation summary: the inability to advance/cross a lesion can be affected by numerous factors including but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection, accessory device support, and/or previously implanted stents, and is typically not associated with a product quality deficiency. To ensure this type of event is not the result of a product quality deficiency, the profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line. Additionally, a sampling of units is tested to verify product quality before lot release. The lesion was described as moderately calcified, which likely contributed to the reported failure to advance/cross the lesion. The returned goods lab analysis noted blood in the guide wire lumen and on the shaft, which is consistent with guide wire advancement and advancement into the body. There was no contrast visible. The tip length met manufacturing criteria. There were flared and bent struts on the entire length of the stent implant. Since there was no note of any damage during inspection prior to use, the stent damages most likely occurred as a result of interactions with calcification in the lesion. The stent implant was returned loose on the balloon. However, there were crimp marks visible between the markers of the tightly folded balloon, indicating that the stent was originally positioned correctly and securely at the time of manufacturing. Follow-up information received from the account regarding the loose stent stated that force was applied during advancement of the device when resistance was met. It should be noted that the xience prime everolimus eluting coronary stent system instructions for use states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit. Applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. It is likely that the force against resistance directly caused or contributed to the stent movement. There were multiple bends on the entire length of the hypotube. Since these damages were not noted during inspection prior to use or included in the incident information, they likely occurred during the procedural attempt to advance/cross the lesion, and/or during handling, packaging, and shipment back to abbott vascular for analysis. A review of the lot history record did not reveal any non-conforming material records that could have contributed to this incident. Additionally, a query of the complaint handling database was performed and there were no other incidents for stent damage or stent retention issues for this lot. There is no indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.